Manufacturer narrative:
The insulin pump was received with frozen display on full segment display due faulty component on interface board. The insulin pump was monitored after replacing faulty component, no a13 alarms or blank display anomalies noted. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 143mg/dl at the time of incident. Troubleshooting found that the pump cannot complete the rewind process, the keypad buttons are not working and the alarms cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.